Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "broken keypad abc not working," which was confirmed and reproduced during evaluation via an intermittent response from the 0 and 1 keys. Evaluation determined the cause was a failed keypad, which was replaced.

Event description:
It was reported that a spectrum pump had a "broken keypad with abc not working", which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2016-03246 submitted on 05/31/2016 was submitted as a duplicate of manufacturer report number 1314492-2016-03229 submitted on 06/01/2016. Manufacturer report number 1314492-2016-03246 is a duplicate report and can be removed from the FDA database.